Event description:
Technical services received a call on 01/ 27/2011 from sales rep. Ttm on a st. Jude medical device wanted to review - pt coughed really bad and now they think that ttm rhyhtm looks odd - st. Jude medical tech services will not talk to her. Implanted (B)(6). Just wanted someone to look at the ttm strip to see if further action is necessary, in the interest of the patient , st. Jude medical rep is not available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)